Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate issue with pump. Found scroll compressor, safety disk and tidal volume disk past expiration hours. Replace parts. Device passed all functional and safety tests according to factory specifications. - device was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas leak and made a loud noise. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.